Event description:
Product problem - the tyvek material is tearing when opening to sterile field, during opening of the inner pouch pealing.

Manufacturer narrative:
The reason for this complaint was to report the tyvek material is tearing when opening to sterile field, during opening of the inner pouch pealing. This event occurred away from the patient, the agent was present. There was no delay in surgery and no adverse event was reported and there was another suitable unit available. Manufacture of cobalt bone cement was recently transitioned from zimmer biomet to osartis. Shipments were received from osartis beginning 13 jul 2018. Product was shipped to djo customers and consignment locations beginning 8 aug 2018. Three customer complaints have been received in september 2018 reporting problems with the new packaging. The outer pouch of the powder is designed to tear open at the top. When the customer tears the package, they may tear the inner sterile pouch resulting in a loss of the sterility of the cement copolymer powder. A review of the device history record (DHR) revealed no discrepancies or issues with the manufacturing history of this part. All parts conformed to design and manufacturing specifications at the time of manufacture. No non-conforming material reports were associated with this part. Due to multiple complaints being received in a short amount of time and the possibility of increased patient risk, health hazard evaluation (hhe) hhe-2018-00010 will be performed to assess patient risk related to this issue. Corrective and preventive action (CAPA) ca-01482 has been opened to investigate root cause and determine corrective action.